Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving unknown morphine (0.5mg/ml at 0.13mg/day) via an implantable pump. It was reported that the pump was flipping in the pocket. The patient's bmi was a potential contributing factor. The manufacturer representative (rep) stated that they were unable to aspirate the catheter. The rep stated that the spinal end of the catheter had medication and the pump segment was replaced. It was reviewed that any priming would bolus the patient. The hours of receiving medication and how long the patient would not get medication were calculated and provided to the rep. The pump segment and a portion of the spinal segment was replaced, and the pump was anchored down. The issue was resolved at the time of the report.